Event description:
The facility reported a pump with failure codes contained in an "urgent product recall" letter. It is unk what failure codes occurred or when these failure codes occurred. There was no pt injury or medical intervention necessary according to the hosp rep.